Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section h6 device and impact codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) exhibited intermittent low out of range impedance measurements. Technical services (ts) was consulted, and it was found that the patient had an ablation procedure, therefore the electromagnetic interference (emi) could had affected the impedance measurements, but it was not conclusive. A vector breakdown was performed, and the analysis suggested a short circuit localized within the device pocket, likely involving a connection associated with one of the right ventricular (rv) lead coils. Reprogramming options and further testing were recommended. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted implantable cardioverter defibrillator (ICD) exhibited intermittent low out of range impedance measurements. Technical services (ts) was consulted, and it was found that the patient had an ablation procedure, therefore the electromagnetic interference (emi) could had affected the impedance measurements, but it was not conclusive. A vector breakdown was performed, and the analysis suggested a short circuit localized within the device pocket, likely involving a connection associated with one of the right ventricular (rv) lead coils. Reprogramming options and further testing were recommended. No adverse patient effects were reported. This ICD remains in service.